Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine office visit that this implantable cardioverter defibrillator (ICD) device exhibited a code 1006, due to high voltage detected on lead during a charge and the estimated battery longevity was lower than expected. This patient had previously underwent a surgical procedure for a knee replacement, at which time magnet application was applied to the device. A technical service (ts) consultant reviewed device data, noting that a code 1006 will appear when the device is charging or during electrocautery. Additionally ts advised during the procedure the patient received inappropriate anti-tachycardia pacing (atp). Ts confirmed that electrocautery was used on the same day the code 1006 appeared on the device. The device was able to successfully charge after the faults, and the device appears to be functioning normally. The device remains implanted. No adverse patient effects have been reported.